Event description:
During implant procedure the set screw of the device was not able to be tightened. After several attempts with multiple hex wrench the device was not implanted and another device was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened was confirmed. Analysis revealed that the user/physician was making incorrect wrench insertions into the a-setscrew. The user was either not fully inserting the wrench into the inset of the setscrew or could not fully insert it due to the wrench not being aligned to go into the setscrew inset. With the wrench tip partially inserted the wrench will begin to slip as the setscrew begins to tighten then strip the setscrew inset so that the setscrew cannot be tightened. The problem is related to the user¿s incorrect use of the torque wrench.